Event description:
After the cypher stent was implanted, to conduct post-dilation, the sds balloon was inflated, but the proximal end of the balloon became flat and the distal end of the balloon wouldn't inflate further than the distal marker band. The target lesion was mid left anterior descending artery (lad). The lesion was a de novo, not calcified or tortuous. There was 75% stenosis. It was an elective case. Radial approach was chosen for the procedure. Ivus and pre-dilation with a balloon (3.0/15mm: firestar) was conducted. A cypher (3.0/23mm) was implanted at the target lesion without a problem. The pressure and the time were unk. There was some difficulty during inflation of the balloon. Then, to conduct post-dilation, the sds balloon was inflated, but the proximal end of the balloon became flat and the distal end of the balloon wouldn't inflate further than the distal marker band. The applied pressure was a 6 atmospheres for 15 seconds twice. The contrast to saline ratio was 2:1. However, because the cypher was patent, the procedure was finished. There was no contrast media info. There was no leakage observed. It is unk if the balloon was removed from the pt and re-inserted for post-dilation. There was no difficulty removing the balloon through the sheath. There was no pt injury reported. The product was clinically used and will be returned for analysis. Physician's comment: the proximal side of the balloon wouldn't inflate properly and kept flat even though the lesion was no rigid during the second inflation.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.